Manufacturer narrative:
Approximated based on the date the manufacturer became aware of the event.

Event description:
It was reported that the ipg was no longer functioning. The patient underwent an explant procedure and the explanted ipg will not be returned per hospital policy. No further information has been obtained despite good faith efforts.